Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was damaged. Customer states the spring was neither damaged nor corroded. Customer stated that display did not return after pump restart. Customer stated that insulin pump was exposed to moisture. The customer was advice to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be return for analysis.